Manufacturer narrative:
This report is submitted on september 07, 2021.

Event description:
Per the clinic, patient underwent revision surgery on (B)(6) 2021 due to an extrusion of the ground electrode. The patient developed an infection at the implant site and subsequently was treated with oral antibiotics (date and duration not reported).